Manufacturer narrative:
(B)(4).

Event description:
It was reported that, three days after an implant, the pt was readmitted to the hospital with intractable headache, fever, chills, vomiting and an inability to keep anything down. It was stated that the pt was improving and was receiving intrathecal medication. The medication being delivery via the device system was prialt. Additional info has been requested, a f/u report will be sent if additional info becomes available.